Event description:
Right implant ruptured, discovered during surgery.

Event description:
Right implant ruptured, discovered during surgery and bilateral capsular contracture, baker grade 3, right side.

Manufacturer narrative:
Sientra complaint (B)(4). Additional information: b6, d6b, d9, h2, h3, h6, h10 sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Correction: b3, b5.

Manufacturer narrative:
The device was returned with a shell failure and light yellowing of the gel. The cross section of the failure was analyzed using optical microscopy; striations were observed. The suspected cause of shell failure is surgical instrument damage. "Needle".